Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: a review of the black box showed evidence of call service 052/54 alarms on the date of the alleged event. Corrosion was found in the battery compartment. The pump powered up to the verify screen with no issues. The alleged blank display was not duplicated. The pump cover was removed to find moisture on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter alleged that the display screen was blank and there was moisture in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.